Event description:
Initial total bilirubin result in 2007 was 14.64 mg/dl. A new sample the next day from the same patient was tested and gave a result of 26.73 mg/dl. The first sample was retested and the result was 24.89 mg/dl. The result was reported to the treating physician and the baby was re-hospitalized. At the hospital, the patient was retested for bilirubin and the result generated by the system used at the hospital was 21.40 mg/dl. The first and second samples were retested the day after and the results generated by the initial method were 24.37 and 25.84 mg/dl respectively. If additional information is received, appropriate notification will be provided.